Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trialing the tibial articular surface provisional broke. All the pieces were retrieved.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that on ball bearing was not received. No pieces were in the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp was fractured, exhibits signs of repeated use (nicked or gouged) and is fractured on medial side, all pieces returned. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.